Manufacturer narrative:
A revision surgery was performed following an initial r3 tha. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. With the information provided, the root cause of the reported elevated metal ions cannot be confirmed, and it cannot be concluded that the reported event was associated with a mal-performance of the implant. It was reported the patient was in good health. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a r3 tha was performed on an unknown date, the patient experienced elevated cocr levels on blood. A revision surgery was performed on (B)(6)2021 to treat this adverse event. During the surgery the modular bhr head, the modular bhr sleeve and the cocr liner were explanted. A oxinium head and a xlpe liner were implanted instead. The patient outcome is unknown.